Event description:
It was reported that a capio slim device was used during a pelvic floor reconstruction procedure with sacrospinous fixation for pelvic organ prolapse. During the procedure, three sutures tore completely while being pulled from the anatomy. The sutures were removed, and no fragments remained in the patient. The procedure was completed using the same device with another of the same suture. No patient complications were reported.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of bullet dart detachment.